Event description:
It was reported the multifocal intraocular lens was explanted 10 weeks after implantation. Reason stated was decentration of the iol.

Manufacturer narrative:
The returned intraocular lens was visually inspected and shows one distorted haptic, optic is intact. In follow-up with the account it was learned the patient had capsular contracture resulting in a decentration of the iol. Lens was not the cause of this adverse event. The lens met all manufacturing specifications prior to release. All information currently available is contained in this report.